Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to two overdischarges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins was explanted and would be returned. Device explanted on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient has had issues with the neurostimulator (ins) overheating and getting hot in her back when she is trying to charge the ins. Patient reported she made the manufacturer's representative (rep) aware of this issue within a few months of the implant. No further complications were reported/anticipated. On 2019-aug-09 additional information was received from the rep. It was reported that the rep was not aware of the issue. Rep reported that the patient needed education on how to use the remote and how to turn it on/ off or up to feel stimulation at perception or teaching how to recharge as the battery was just really dead. Rep offered to meet with the patient however no call was returned. Rep reported not knowing of any issue in 2016. Rep only heard of an explant. Additional information was received from the rep who reported they were able to get a hold of the patient who reported they no longer were feeling burning sensation and only noticed it when charging. The rep stated it sounded like the battery was overdischarged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is trying to get their ins removed due to overheating and surging even when stimulation is off. The patient currently doesn't have insurance and they are trying to figure out how to get the ins removed or replaced due to the issues causing the patient pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported after meeting with the patient last week, they found that the battery was overdischarged. Rep was able to jumpstart it however patient was going to bereplaced in the near future with intellis. Patient stated the burning would happen occasionally when recharging.